Event description:
It was reported that during a previously scheduled service visit performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) unit had a safety disk out of box failure. The iabp failed the pneumatic interface module test and failed the membrane test multiple times. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
. It was reported that the cardiosave intra-aortic balloon pump (iabp) had a failing the pneumatic interface module test. Failed membrane test multiple times. There was no patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and completed cardiosave safety disk voluntary medical device correction mca00001851 rev a. Replaced pim d997-00-1178/ sn# (B)(6) on so# 44422320 that contains the new safety disk and tidal disk. Replaced safety disk. Performed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
N/a.